Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin@home transmission. Upon review, the patient received an inappropriate high voltage shock during atrial fibrillation from their implantable cardioverter defibrillator (ICD). The patient went back into sinus rhythm after the shock. The patient was stable. Related manufacturer reference number: 2017865-2019-06170.